Manufacturer narrative:
Once the device has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) will be explanted in the near future due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. It was also noted this device displayed the fault code 1003, which occurs when the battery voltage is less then expected based on the approximate time to the explant. Subsequently, additional information was received that this device was explanted and replaced. There were no adverse patient effects reported.

Event description:
Additional information was received that the fault code was discovered after the patient with this implantable cardioverter defibrillator (ICD) went to the hospital after hearing tones being emitted from the device. A replacement procedure was performed. Prior to explant, the ICD was interrogated again and it was noted that the device's battery was depleted and the gauge was pointing to explant. The intrinsic measurements were obtained on both the atrial and ventricular leads and were within acceptable limits. However, there was no ventricular capture at maximum output. When the ICD was removed from the subcutaneous pocket, inspection of the case, header and setscrews found no apparent anomalies. Once the leads were disconnected, measurements were obtained on the pacing system analyzer (psa) and were within acceptable parameters. No adverse patient effects were reported.

Manufacturer narrative:
This device has been explanted, and will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.